Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not confirmed. During the evaluation, the device failed a test step during testing. It presents obstruction in hoses and machine flow with lint, the blower and the chassis are contaminated with own sticky residue, in addition the system board arrived poorly accommodated, damaging the j17 connector. The device's system board and blower need to be replaced to address the issue.